Event description:
"I'm translater info, but I don't know info is being requested. I answered the questionaires (forms). I still have my implants and I plan to retire (explant) until the end of the year. To me, caused me a lot of anxiety and fatigue. I do not feel good about them. Sorry, I don't english very well."